Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the lead was fractured/damaged/broken. There were no reported stimulation issues that occurred as a result of this issue. The lead was noted to be completely fractured and the head of the lead was broken off in the header of the ins. The cause of the issue was noted to be "twiddler syndrome." The issue was resolved with a device removal and replacement on (B)(6) 2026. Patient has successfully had a placement of a new lead and ins.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35ttg. Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n nmg540775h) revealed that the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128, lot# va35ttg, implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type lead. H3: analysis of the lead (l/n va35ttg) revealed that the 3 conductor(s) was/were broken at the proximal end of the lead as the result of factors beyond intended reliability. Analysis identified that the outer insulation of the lead was twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.